Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber, and having spots on lungs, dizziness, nausea, difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of black particles in tubing/chamber, and having spots on lungs, dizziness, nausea, difficulty breathing/short of breath. The reported event of spots on lungs, dizziness, nausea, difficulty breathing/short of breath and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. The device did not cause or contribute to a serious injury or death. After first attempt to have the device and components returned for evaluation and investigationthe, customer has responded on 07/14/2022 but the device has not yet returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.